Event description:
It was reported the patient presented for post-implant device check. During interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited failure to capture and failure to sense. X-ray confirmed the lp dislodged to the pulmonary artery. The lp was explanted. There were no patient consequences.

Manufacturer narrative:
The reported events of device dislodgement, failure to sense, and failure to capture were unconfirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test, found no anomaly contributing to reported events of capturing problem or sensing problem.